Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The drill was visually evaluated and found to be in good cosmetic condition; no discoloration was observed. The drill has a transverse fracture through the flutes near the neck of the drill that is typical from excessive force. There were no indications of manufacturing defects. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to excessive force. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer, additional narratives/data.

Manufacturer narrative:
Review of the device history records shows the lots were released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Lot number: the customer received two lots, 807480 and 847990. Lot 807480 manufacture date 10/27/15, (B)(4). Lot 847990 manufacture date 11/09/15, (B)(4).

Event description:
It is reported the drill fractured during a fracture reduction procedure. The surgery was completed with another drill. The delay to the procedure is unknown. The patient did not retain a foreign body.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.